Event description:
It was reported that the procedure was to treat a left anterior descending artery. After inflating and post dilatation of the unspecified stent, when attempting to remove the fully deflated 5.0x20mm nc trek balloon dilatation catheter (bdc) the bdc proximal shaft separated in the 6f guide catheter leaving the separated portion in the guide catheter. As the bdc was still out of the unspecified introducer sheath forceps were used to remove it from the guide catheter. Furthermore, when attempting to remove the bdc from the guide into the introducer the bdc shaft separated again leaving the separated portion in the introducer. The separated portions were cut out from the introducer. All separated portions were retrieved. It was noted resistance was felt with the guiding catheter and sheath during removal. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separations were confirmed. The reported difficulty removing the device from the introducer sheath and guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the introducer sheath and guiding catheter; however, the reported separations and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance with the introducer sheath and guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Furthermore, it is likely that upon manipulation of the device, against the reported difficulty, the shaft separated. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.